Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows an implanted iol. There appears to be scratch/marks on the optic. The exact location of these scratch/marks cannot be confirmed. Based on our observation of the attached photo, there appears to be scratch/marks on the optic. The exact location of these scratch/marks cannot be confirmed. The origin of the observed scratch/marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of scratch was found on the central part of the optic. Hence the lens was explanted and replaced with another lens during surgery and there was no patient harm.